Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur. Under warnings it states, "late postoperative complications can include loosening or migration due to malalignment of the components or loss of fixation".

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2011. Subsequently, a revision procedure was performed on (B)(6) 2014 due to loosening caused by the patient's bones and muscles deteriorating. All components were removed and a girdlestone was utilized to complete the procedure.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2011. Subsequently, a revision procedure has been indicated due to loosening; however, no revision has been scheduled to date.